Event description:
The customer contacted baxter's technical service center and reported solution coming out of the patient line cap during the prime cycle. The baxter technical service representative (tsr) explained the patient line cap is vented and sometimes solution will overflow during priming. The tsr advised the line can be used provided the cap had not been removed. The hp resumed set-up. No patient injury or medical intervention was reported at the time of the initial call.

Manufacturer narrative:
(B)(4). The root cause of the overprime was undetermined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up report will be submitted.